Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratches on liquid crystal display window.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 93 mg/dl. Customer stated she had been having issues with the keypad sticking. Up arrow sticks and keypad was not working. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.